Event description:
Customer reports obtained results of 475mg/dl and 187mg/dl on the same device within 1 minute. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.